Manufacturer narrative:
Further information regarding event, product, or patient details was requested at the time of report. No additional information is available at this time. Further follow up is unlikely to be successful as the caller was anonymous and provided no contact information. The event of "someone has died" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: precautions in order to minimize the risks of potential complications, this product should only be used by health care practitioners who have appropriate training, experience, and who are knowledgeable about the anatomy at and around the site of injection. Health care professionals are encouraged to discuss all potential risks of soft tissue injection with their patients prior to treatment and ensure that patients are aware of signs and symptoms of potential complications. Juvéderm® ultra is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product, and it can therefore no longer be assured. Health care professional instructions juvéderm® ultra injectable gel is a highly crosslinked formulation that can be injected using a 30-g needle for more versatility in contouring and volumizing of facial wrinkles and folds. Prior to treatment with juvéderm® ultra injectable gel, the patient¿s medical history should be obtained and the patient should be fully apprised of the indications, contraindications, warnings, precautions, treatment responses, adverse reactions, and method of administration. The health care professional should instruct the patient to promptly report to her/him any evidence of problems possibly associated with the use of juvéderm® ultra injectable gel.

Event description:
Reporter called and stated they know someone that "has died" from a juvéderm® injection. No additional information was provided about the case.